Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However,there are some photos available confirming the complaint condition. Visual inspection of the photo had signs of friction and striation marks on the surface of the distal end of the inner sleeve. The friction marks indicate excessive friction between the sleeves, which could lead to metal shavings as reported. However, given the information provided we cannot discern a definitive root cause for the reported failure. The manufacturing record evaluation was performed and identified a ncr related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). (B)(4).

Event description:
It was reported by the affiliate via e-mail that during a rotator cuff repair procedure with the ultra aggressive plus 5.0 large amount of metal debris from mitek shaver were in shoulder. The surgeon said that he did not have any torque on the chondrotome during use. Additional information provided by the affiliate reported that the alleged malfunction occurred mid-procedure while releasing the capsule from the device. It was additionally reported that a surgical delay did not occur due to the reported event. The procedure was reportedly completed by replacing the shaver consumable and attempted to suck out as much of the shavings as possible with new shaver. The affiliate also reported most visible shavings were able to be removed, however they were quite small particles and it was not believed all shavings would have been removed. Additionally it was reported that there is no known patient harm or surgical intervention planned.